Event description:
It was reported that during patient use, a high pitched noise was heard from the ventilator. Ventilation stopped and the screen was frozen. The patient was ambu-bagged while being transferred to another unit. There were no adverse patient effects reported. Additional information was received by the distributor stating that the ventilator passed the quick test function procedure and the ventilator was operated normally.

Manufacturer narrative:
(B)(6). Further analysis by the distributor found that the user was using the wrong type of ac power cord (a 45 degree angle or elbow type ac power cord) with the ventilator, instead of a straight type ac power cord. Due to the use of an incorrect ac power cord, it is most likely that this caused the power connection issue.